Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor in the room was not alarming when patient was de-satting. The device was in use on patient at time of event, there was no adverse event reported. Infoview notes indicate they could not duplicate the error.

Manufacturer narrative:
Philips received a complaint on the intellivue mx450 patient monitor indicating the monitor in the room was not alarming when patient was de-satting. The device was in use at the time of the event. No adverse event occurred. A philips biomedical equipment technician spoke to the customer and couldn't confirm the reported issue of the monitor in the room not alarming when patient was de-satting. The customer was expecting a low spo2 alarm. The biomedical technician tested the bedside monitor and did troubleshooting and got an alarm for spo2 low. The device is working as intended right now with no further issues. A good faith effort (gfe) conducted to obtain logs was not successful as the engineer cannot reach out to the epic team to get logs for this device as they do not keep patients mrn. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. The exact cause for the reported issue remains unknown since information provided from the customer did not contain sufficient information, which was needed to perform a full investigation. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. Corrected data: event date (b3) updated based on additional information received.